Event description:
During a percutaneous coronary intervention (pci), the vessel was perforated. An biotronik ag pk papyrus covered coronary stent was used to seal the artery. The stent could not be deployed and had to be removed, after removal it was discovered that the balloon used to deploy it had a hole in it. It is unknown whether it was a manufacturer defect or whether the calcified surface of the vessel tore the balloon.